Manufacturer narrative:
A lot history review, a device history record review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one titanium low-profile port attached to a groshong catheter was returned for evaluation. Gross, microscopic visual, tactile and functional evaluations were performed. Based on the sample evaluation, the investigation is confirmed for subcutaneous leak, worn, degradation and fracture as the port body with attached catheter segment was patent to infusion with a leak noted at the circumferential split and aspiration was attempted but was unsuccessful. A circumferential split was noted from the distal end of the cath lock and the edges of the circumferential split were jagged and rounded. The small amount of residue noted on/around the fracture was felt rough and dry. Based on the photo review, the investigation is confirmed for catheter fracture and subcutaneous leak as circumferential split noted on the catheter segment. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for titanium low-profile implantable port, groshong single-lumen, 8f the products are identified in. (B)(4).

Event description:
It was reported that some time post port placement, the device allegedly had a subcutaneous leakage and the catheter was found damaged. It was further reported that patient felt pain due to leakage. The current patient status is unknown.